Event description:
It was reported leakage from the valve/membrane was noted during use. Patient was reported ok but got a new PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be inconclusive. The product returned for evaluation was a 4fr single lumen powerpicc solo. Light use residues were observed. An attempt to flush the catheter with water with a 12ml syringe revealed the sample to be both patent to infusion and aspiration with no observed leaks. The catheter was charged with water and suspended from its distal tip and the valve prevented any backflow. Microscopic inspection of the valve was unremarkable. No catheter deficiencies were observed, however, the clinical conditions in which the reported event occurred could not be reproduced. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported leakage from the valve/membrane was noted during use. Patient was reported ok but got a new PICC line. No other information was provided.

Event description:
It was reported leakage from the valve/membrane was noted during use. Patient was reported ok but got a new PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.